Manufacturer narrative:
Physio-control further evaluated the device and observed that there was a large amount of dried out liquid inside the device. The components on the inside of the device had rusted and corroded due to the liquid. This caused the device not to power on and not to be able to charge and shock defibrillation energy.

Event description:
It was reported to a physio-control sales representative that the customer's device showed a service wrench icon in the readiness display. The device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.